Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap) and observed opening on anterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed inner the device. ¿ yellow particles observed in the surface of the shell. No further actions are required as the device was implanted.